Event description:
It was reported that a consult review was requested for this cardiac device due to an out-of-range right ventricular (rv) lead impedance noted at the most recent in office check. Additionally, atrial arrhythmia episodes were observed on both presenting and stored intracardiac electrograms during the configured data collection period. Despite these findings, the device was confirmed to be functioning as programmed. No adverse patient effects were reported. This system remains in service.